Event description:
I used the kardia 6l correctly and on several occasions recorded ekgs (electrocardiogram¿s) with over 100 bpm. The company purports to identify tachycardia. The medical definition of tachycardia is >100 bpm. Kardia's definition of tachycardia is >100 bpm. I contacted technical support and inquired why my device did not identify tachycardia and was offered neither an explanation or any help. Imho (in my humble opinion), the device is not functioning as advertised. The company is very proud that it is an FDA cleared product (as well they should be) and are not shy about advertising the conditions the six lead version of their device will detect. I felt the need to report the failure to detect tachycardia on a consistent basis. Thank you.